Manufacturer narrative:
Tracking #.50933. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that the 355sd was used during an appendectomy procedure. It was reported by the affiliate that the safety shield malfunctioned. There was no consequence to the pt.